Event description:
It was reported that during the priming of a revaclear 400, an external fluid leak was observed from the cap. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h6 and h10. H10: the actual device was not available for evaluation, a photo was provided for investigation. The picture did not show the reported failure. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.